Event description:
Customer reported one sars-cov-2 tma run, (B)(4), using assay lot 285123 on panther instrument sn (B)(4) which had a high number of positive samples. There were 29 suspected false positives out of 87 samples, and many positive samples were from pre-surgery patients. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Customer confirmed all samples in question were reported as positive per lab's decision; no associated adverse events were reported.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware issues. Hologic product applications specialist (pas) reviewed logs and found no signs that this kit was contaminated. Pas concluded that the samples in question may have been mishandled, and it was up to the customer to decide if they wanted to repeat samples. Customer cleaned all benchtops and touchpoints and prepared new reagents. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4), aptima sars-cov-2 (eua(B)(4), and aptima sars-cov-2/flu (eua(B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.